Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 475 mg/dl. The customer reported that the insulin pump kept going to manual bolus. The customer stated that they had high blood glucose level because she had not bolused. The customer also mentioned that the insulin pump did not calculate insulin and bolus wizard was turned off. The customer declined troubleshooting. The insulin pump will not be returned for analysis.